Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue, replaced the solenoid driver board to resolve the issue, the printer was replaced because replacement required and batteries were replaced because the batteries were not charging during battery tests. After the repair, a periodic inspection was carried out. The camera is operational. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event, if the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications and if the iabp was then released to the customer and cleared for clinical service. No response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) motherboard does not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete(event site name) - (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) motherboard does not turn on. There was no patient involvement.